Event description:
Philips received a complaint on the dfm100 device indicating abnormal power supply. There was reportedly no patient involvement. The fse evaluated the device on site. The fse performed the operation check and the device passed it without any issues. No problem with the device observed. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.